Manufacturer narrative:
Section a3: patient gender was requested and was not provided. Section a4: patient weight was requested and was not provided. Manufacturer's investigation conclusion: the reported event of a no external power and low voltage alarms on (B)(6) 2025 was not able to be confirmed. The submitted controller event log file did not contain data from the reported event date of 20may2026, as it had been overwritten with new events. No losses of external power or low voltage alarms were captured in the submitted log files. The periodic log file captured an increase in the backup battery use count, which may indicate a loss of external power, but the events leading up to the increase were not captured and do not necessarily mean that a no external power alarm occurred. The system appeared to operate as intended for the duration of the data reviewed. No notable events or alarms were captured in the data reviewed. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook -¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Section 3 of the IFU and patient handbook¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files were submitted for analysis. The patient had no external battery for 16 minutes on (B)(6) 2026. There was also several long low voltage alarms. It appeared that event on (B)(6) 2026 had been overwritten by the frequent pulsatility index (pi) events on (B)(6) 2026 from 06:12 to 10:11. Otherwise there were no notable alarms seen in the log file.